Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: (B)(4). The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2009, the aneurysm measured 55mm. Follow up dates and aneurysm measurement: (B)(6) 2010, 58mm, (B)(6) 2010, 60mm, (B)(6) 2011, 62mm. There is aneurysm enlargement of 7mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention.